Manufacturer narrative:
Additional information: b5, d1, d4 (model, catalogue, lot, expiration date, UDI), h4, h6 (update codes), h11. B5: update the statement "unspecified elastomeric devices" to "large volume folfusors". H4: the lot was manufactured between october 30-31, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) unspecified elastomeric devices underinfused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.